Manufacturer narrative:
The reservoirs were received still in their un-opened sterile packages. The reservoir was removed from its sterile package and examined. All parts were present; both o-rings were on the stopper. The plunger rod was cycled back in forth dry; sliding friction was present and felt normal. Delivery force equipment was not available to measure the sliding-friction at this time.

Event description:
It was reported that the reservoir was filled with 70-80 units. While priming the customer noticed it only took 2.7 units when insulin started to drip out of the needle at the end of the tubing. The caller expected around 8 to 9 units of insulin before seeing insulin drip out of the tubing. However, the insulin stopped priming and insulin kept dripping out of the introducer needle. The caller stated that the piston never touched the back of the reservoir or stopper during the priming process. It was stated that the customer woke up feeling his blood glucose was low, but he went back to bed. The next morning when he woke up it was noticed that the reservoir was empty. Advised the caller to change the entire infusion set and reservoir. No further information was provided.